Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the follow-up CT showed a distal type 1 endoleak. The physician elected to extend coverage by implanting another valiant stent graft and the event was resolved. The physician stated that the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.